Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link neutral luer activated devices automatically detached from a syringe after the syringe was screwed onto the ¿end cap¿ (one-link). The customer reported that "when the syringe was connected to the one-link, there was some resistance from the seals in the valve". This occurred during unknown process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.